Event description:
The customer reported that the system failed to produce a live fluoroscopic image. No patient or user injury was reported.

Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the customer. No additional service information was provided.